Manufacturer narrative:
Patient case# reported as (B)(6). Date of pain is unknown. The 510k: this report is for unknown trauma screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient had a painful hardware removal of the wrist. It was unknown why the patient wanted the hardware out other than it was painful. There were eight (8) unknown screws, four (4) unknown locking screws, four (4) unknown cortex screws and a dia-meta volar distal radius plate that were removed intact. The procedure was completed successfully with was no surgical delay. Patient outcome is unknown. This report is for eight (8) unknown trauma screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Upon further review. There were 8 impacted screws in total. 4 locking captured in ip-(B)(4) and 4 cortex captured in ip-(B)(4). Therefore, this ip-(B)(4) will be voided as it was created in error. The medwatch will be retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.